Event description:
Asr revision - 2 stage revision taken place on right hip (B)(6) 2012 -hip(s) revised: right type of hip replacement product: asr xl. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - 2 stage revision taken place on right hip (B)(6) 2012 and (B)(6) 2012 - confirmed on email. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: alval / soft tissue reaction. Bilateral patient for left hip see (B)(4). Update received: 12th december 2013 - amended revision date: (B)(6) 2012, added further revision reason: metalosis and cross referenced. Update received: 18th december 2013 - added patient details: name and date of birth and attached operative notes. Update 24 feb 2015 - rec'd claimsuite and confirmation of details from file handler. Added dummy stem as case is xl but no stem details are available. Added exp/man dates for all known products. Filled in all mw fields. Have had to request further details of 2nd revision as patient was revised again on (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - 2 stage revision taken place on right hip (B)(6) 2012 and (B)(6) 2012 - confirmed on attached email hip(s) to be revised: right, type of hip replacement product: asr xl, reason(s) for revision: alval / soft tissue reaction. Bilateral patient for left hip (B)(4). Update received: 12th december 2013 - amended revision date: 11th july 2012, added further revision reason: metallosis and cross referenced. Update received: 18th december 2013 - added patient details: name and date of birth and attached operative notes. Update 24 feb 2015 - rec'd claimsuite and confirmation of details from file handler. Added dummy stem as case is xl but no stem details are available. Added exp/man dates for all known products. Filled in all mw fields. Have had to request further details of 2nd revision as patient was revised again on (B)(6) 2012. Update 11 mar 2015 - added patient's sex previously missed. Sm 11 mar 2015